Event description:
Spike broke off and floated down IV tubing. Nurse disconnected a ca300 from abbott primary plum set, on a peripheral line, and did not notice that the spike had broken. Connected a new ca300, at the same port, and the new spike pushed the broken off one into the tubing. The tubing was clamped off and the IV line was changed. No pt injury.